Event description:
Adverse event(s): no pt impact (no consequences or impact to pt). Product problem(s): "watery and with bubbles" (device operates differently than expected). A surgeon reported that the viscoelastic substance contained in one syringe was watery and had bubbles inside. There was no pt impact associated with this event.

Manufacturer narrative:
Our lab has tested the returned sample and a retention sample from the same batch was tested; all results conform to the specifications for the tested parameters. Batch record review indicated that all test results were within specifications. There have been no other reports in the lot number. (B)(4).